Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6), 2025, a 72-year-old male with a history of hypertension and diabetes mellitus presented to the emergency department with weakness. He was found to be hypotensive, in atrial fibrillation with rapid ventricular response, and had a left ventricular ejection fraction of 10%. The patient was started on dopamine and amiodarone drips and taken to the cardiac catheterization laboratory, where percutaneous coronary intervention to the left anterior descending artery was performed and an impella device was inserted. At this time urology placed a foley catheter, and although urine initially appeared very dark and concentrated, it subsequently became red. The impella device was increased to performance level 7. Ticagrelor was administered and cangrelor was discontinued. There was concern for hemolysis, and the patient became anuric overnight. Continuous renal replacement therapy was initiated, and the impella device was repositioned by the medical team. The patient developed jaundice with minimal improvement in native cardiac output. Following discussion with the family, care was withdrawn and patient expired.